Event description:
Revision of exactech hip components due to loosening. Doctor noted a lack of on-growth on the acetabular cup and a possible crack on the lip of the liner. Devices...

Manufacturer narrative:
The contribution of the devices to the experience has not yet been determined.